Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Approximately seven months later, the patient was hospitalized for the peritonitis. The cause of the peritonitis was undetermined. Treatment was not reported. The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h12b18046 and h13a20019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(4) 2013, the patient experienced peritonitis. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.